Manufacturer narrative:
The ge service representative conducted an onsite investigation. The high voltage transformer tank, the collimator, and the camera were checked. No further service information was provided.

Event description:
The customer reported that the monitor would not boot up. No patient injury was reported.